Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.

Event description:
The customer states the device has an issue with battery discharge. There was no pt involvement.